Event description:
A patient reported that they got their device the day prior to the report, and every time they had to go to the bathroom, they were leaking. They did not feel stimulation and the patient was on program 3 at 1.3 volts and stimulation was on. During the report, the patient increased stimulation to 1.7volts and could feel it in the correct area. The patient noted they had not been sleeping well. On (B)(6) 2016, the patient further reported they were having a lot of leaks and they had not seen a difference since implant. They decreased stimulation to 1.5 from 1.7 and were not going as much, on the day of the report. They also felt tingling near their vagina. The tingling makes them tense at night. It was reviewed that the patient could turn stimulation down at night if it was uncomfortable. Prior to the device, the patient had a bowel movement in the middle of the night and their bowel movements were good and firm. On (B)(6) 2016, their bowel movement went from normal to loose. They mentioned taking a stool softener. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information received from patient indicated they still had problems with their bladder and were going frequently. Patient stated on the (B)(6) they were on 1.2 and were having a lot of leaks. Patient was informed by healthcare provider (hcp) that they should see their hcp from 4 to 6 weeks from the pacemaker date. Patient stated the hcp offered patient 50% better based on the records and it had helped their bowels. It was indicated that they were having perfect bowel movements. They went 3 times a day. They always went 3 times a day and sometimes during the night but their bowel were loose. The steps taking to resolve the bladder and bowel issues were noted as patient was informed by the first hcp that their brain and bladder were not communicating. The hcp gave them 5 nerve tests. Patient stated a needle was put in their ankle for ½ hours, plus medicine. When they got the 6th shot, hcp said that it wasn¿t not working, so patient was now eligible for the interstim implant/pacemaker. The circumstance that led to the bladder and bowel issues were noted as patient was up all night going to the bathroom about 6 times a night and in the morning they were exhausted because they got very little sleep. Patient stated they can¿t relax when they were trying to sleep, when they put the remote where they felt the tingling. It did not make them feel relaxed, so they put it where they did not feel the tingle. They had been getting up 4 times a night now and may be 3 if they were lucky. On (B)(6) 2016 patient reported they had no changes since last call. They were lying in bed ¿holding it for an hour ¿not sleeping. They were still getting up 4 times a night which was less than 50% better than prior to implant. Patient was informed by hcp that they would be 50% better. Patient stated every once in a while they would take a neurontin and it relaxed them so they only got up once or twice. The ins did not relax them and it stirred them up when they started getting the tingling. They had turned stim down to 1.4v. It was noted that issue occurred daily and it was not related to position movement. They had not exposed to medical test or emi environment. They were not supposed to see the hcp until 4-6 weeks after surgery. They had not let the hcp know about the issues. Patient stated their memory was not good and they had been keeping a log. The change in symptom was considered sudden. Patient also reported that they are better but she doesn't think it has anything to do with the ins, she thinks it's because she started taking a stronger probiotic and that is why it's better.

Event description:
Additional information was received from a consumer(con). It was reported that the patient saw their doctor on (B)(6) 2016 and had another appointment scheduled for (B)(6) 2017. The bladder and bowel issues were not resolved. They still leaked often and got up at night to pee four times. The doctor said the remote wasn't working. They fixed it and put the remote at 1.3. They noted they were leaking a lot and were up all night going to the bathroom to pee.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.